Event description:
Additional information was received that the patient has no recovered from the weight loss. The patient is having no further issues. It was believed that the weight loss was a side effect of the vns implant surgery and has resolved with time. No additional relevant information has been obtained to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient has been experiencing significant weight loss (about 10lbs) since generator implant on (B)(6) 2015. Patient was admitted to the hospital and given a gi tube for nourishment. Patient is reported to have difficulty swallowing. No additional relevant information has been obtained to date.